Event description:
The customer reported that when the video system center power is switched on, the light-emitting diode lights up for a moment but turns off immediately and the unit fails to start. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, video connector corrosion, light guide connector wear, and net spacer deformation were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (won¿t power on) was unable to be duplicated. The root cause was unable to be identified. Olympus will continue to monitor field performance for this device.